Event description:
The customer reported that the device intermittently fails to recognize the paddles. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.